Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency room. A physician was placing a central line in a patient who was being transferred. She was not a critical patient and her IV infiltrated. She only had one arm that could be stuck due to dialysis. He attempted the first placement and it was unsuccessful. On the second attempt he was successful and as he was removing the guide wire he noticed the wire was extremely pliable and unraveled. Follow up information states the procedure was being performed on a (B)(6) female patient. The catheter was inserted into the patient's right subclavian. The first device mentioned did not have a product issue. The wire issue was discovered after placing a triple lumen catheter over the guide wire. The clinician was able to pinch the proximal end of the catheter trapping the wire and pulled the catheter and guide wire out together. A third kit was used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned was one guide wire. No other components were returned. The guide wire was bent and kinked along its length from the distal end until the 30cm mark. The guide wire was unraveled at the proximal end. The core wire was separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The proximal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the distal weld was intact. The core wire measured approximately 60.5 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire measured 0.792. This met specification of 0.788 - 0.826 mm per the guide wire graphic. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. Other remarks: in this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed based on sales history with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.